Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. However, there was slight rotational and lateral movement in the lock and a residue buildup was present. The clamp was attached to the block and there was no problem turning the knob up to 80lbs; the block rotated freely in the unlocked position and would not move once the unit was locked. When the unit is properly positioned and put under pressure, it would not move. Additionally, the unit was sent to quality engineering (qe) for further investigation and these initial findings were confirmed by qe with no additional device deficiencies observed. However, the unit is recommended for a preventive maintenance to ensure that it remains functional. Root cause - the complaint is not confirmed. Probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during a craniotomy for tumor resection, the mayfield modified skull clamp (a1059) would not clamp down properly, necessitating three adjustments by the operating room team. The surgeon had to exert significant force to secure the clamp, indicating it was too tight. As a result, the patient sustained multiple puncture sites from the pins due to the repeated adjustments. Because of the clamping issues, the patient required six pin sites more than usual which were left open to air. Fortunately, the patient is recovering from surgery without any complications arising from the pin site. There was no significant delay in surgery.